Manufacturer narrative:
On 01/06/2020, mentor completed evaluation of the device. Device evaluation summary: during visual inspection of the device it was observed with no apparent damage. No anomalies were observed. Hematoma is a collection of blood within the space around the implant. Symptoms from hematoma may include swelling, pain, and bruising. While the body absorbs small hematomas, some will require surgery. If a hematoma occurs, it will most likely occur soon after surgery; however, it can occur at any time. Careful hemostasis is important to prevent postoperative hematoma formation. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. An investigation of the returned device was performed, and mentor could not uncover a device failure that we could connect to the reported medical symptoms, however complaint information will be included in complaint trending that is reviewed by quality assurance to determine if further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/ or reoperation: hematoma. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent a breast surgery with mentor smooth round moderate plus profile 500cc and experienced bilateral hematomas and a deflation on the right side post-operatively, which was confirmed by a physician. As a result, the patient underwent removal and replacement with mentor smooth round moderate profile 425cc, catalog # 3501670, serials # (B)(4) on (B)(6) 2019. This report is for the left side device.